Event description:
It was reported that the reason for the repositioning surgery was the pump was implanted too superficial (risk of skin erosion).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was repositioned by an esthetic surgeon. The pump was also refilled. The device system was used to deliver sufentanil. Additional information has been requested, but was not available as of the date of this report. It was also noted that during the night of (B)(6) 2012, the patient heard a non-critical alarm. The patient heard a critical alarm on (B)(6) 2012. The physician interrogated the pump on (B)(6) 2012, but the alarms were not confirmed by telemetry or the pump event logs. It was also noted that when the physician read the event logs, the programmer screen showed ''logs have not been read.'' Both the critical and non-critical alarm intervals were set for 1 hour. The physician changed the critical alarm interval from 1 hour to 10 minutes and sat next to the patient, but no alarm was heard. It was reported that the patient was ok, feeling good, had no signs of abstinence and had no complaints regarding the pump therapy. It was later suspected that the alarms were being generated by an old, explanted pump which had first generated a non-critical elective replacement indicator (eri) alarm, followed by a critical end-of-service (eos) alarm.